Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during patient infusion. The reporter stated that 240ml was the expected amount to be infused, however 40ml of the solution had not infused. The device had been filled with 12000mg flucloxacillin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 14, 2019 - november 16, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and residual fluid inside the device bladder was observed. Due to the nature of the returned sample, no additional testing could be performed. The reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.